Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70e, serial number: (B)(4), batch/lot number: 5061224, model/catalog description: linear st trial lead kit 70 cm.

Event description:
A report was received that during a trial procedure, the patient went to the emergency room due to severe pain in the upper back, arms and shoulder. The patient was unable to move the legs and subdural hematoma was noted. The physician opted to remove the trial leads as the patient was still having pain after an hour of no stimulation. The patient underwent a surgical procedure to resolve the hematoma and the physician confirmed that some of the patients movements had returned.